Event description:
Customer reported the insulin pump had a blank display. Customer stated her blood glucose was 560 mg/dl. Customer was at the doctor's office and stated she would call back. Customer called back. She was trying to take insulin when she noticed the device was off. She attempted to fix issues by changing the battery. Blood glucose was 516 mg/dl. She went to the emergency room per doctor's request. Customer had eaten breakfast which caused high. No physical damage and was not exposed to moisture. The battery compartment, battery cap, or springs were not damaged, missing, or corroded. She inserted a new battery and display did not return. Customer was advised to clean the battery contacts, insert a new battery, and display did return. Self test was performed and device passed. Customer called back after receiving new battery cap and issue persisted. Blood glucose was 90 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No blank display. However intermittent failed battery test alarm noted due to corroded battery tube.